Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensed air entrapment post implant. The sensing vector was reprogrammed from primary to secondary sensing vectors. Tachy therapy was programmed off until the next follow up visit. Additional information received indicates that the air entrapment has self resolved. Tachy therapy was programmed on and the patient will continue with normal follow ups. The device remains implanted and in service.